Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse aligned the arms, performed decontamination, replaced the reagent probe 2 ultra-sonic and cleaned the windows. A siemens headquarter support center (hsc) specialist evaluated the instrument data. The data indicated that low results do not correspond to a new or old well set, and repeats were performed from both the same and fresh wells of reagent. There was no indication that the discrepant results were caused by a specific reagent well set. There were no outliers on quality controls and no indication of a reagent delivery or quality issue. The cause of the discordant, falsely low valproic acid results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low valproic acid results were obtained on three patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting low on some replicates and higher on others. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low valproic acid results.

Manufacturer narrative:
The initial MDR 1226181-2015-00724 was filed on december 28, 2015. Corrected information (01/26/2016): the correct date this event was received by the manufacturer was (B)(6) 2015.